Manufacturer narrative:
(B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to perform the 2015 preventative maintenance (pm) and to investigate the reported issue of strange sound coming from system base. Upon inspection of the system, fss found connector hitting against cooling fan. Fss also noted errors 2012 and 2011 in the system and found problem with the network adapter assembly. Fss removed connector from hitting against cooling fan, which rectified the sound issue. Fss installed a new network adapter, which fixed the noted errors in the system. Fss completed the 2015 preventative maintenance, carried out the field service checklist on the unit, cleaned fluidics assembly and drain pump, replaced stinger o-ring and sealed lead acid (sla) battery, cleaned air filters, replaced filters, performed touch screen, foot pedal and vacuum calibrations, replaced batteries on advantech printed circuit board (pcb) and foot pedal. Fss also verified phaco handpiece, serial number (B)(4), which checked out to be good. The system passed all functional tests and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that strange sound, loud hum coming from system base, the area where foot pedal plugs in the system. Also, errors 2012-instrument host timeout error and 2011-error getting version strings from instrument host were reported with the unit. There was no patient involvement reported and no patient treatments delayed or cancelled.